Manufacturer narrative:
Patient height reported as 5 feet 3 inches. Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The devices moved due to the patient falling and not because of a mechanical failure in addition the patient has poor bone quality which lead the bone breakage also. There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. Part 456.315s, lot h221299 (sterile): manufacturing location: (B)(4). Manufacturing date: november 01, 2016. Expiration date: september 30, 2025. The raw material lot was reviewed and had no issues. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery after a trochanteric fixation nail (tfn) and helical blade migrated. On an unknown date, a patient with poor bone quality (osteoporosis) was originally implanted with a tfn, helical blade and locking bolt to treat a right hip fracture. Subsequently, the patient fell. X-ray on an unknown date showed lateral movement of the tfn and helical blade and breakage of the lateral cortex of the bone. On (B)(6) 2017, the tfn, helical blade and locking bolt were explanted and the patient was revised to a six-hole 4.5 millimeter locking compression plate proximal femur plate and screws and chronos bone void filler. There was no surgical delay. The procedure was successfully completed. The patient outcome was reported as stable. This is report 1 of 3 for (B)(4).